Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shut down. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that in alarm history there was occurrence of multiple pump error. Customer stated that the insulin pump had an unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart and external ram crc error alarm anomalies noted.